Manufacturer narrative:
Other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device labels were intact and no cases were cracked. Functional testing was performed, and the reported issue was able be replicated. The root cause was determined to be a faulty a piezo. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in 2023 and the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported the device exhibited quiet speaker, speaker still quiet, needs to be looked at again. It was reported the device exhibited.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.